Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported display issue and subsequent abandoned procedure could not be conclusively determined.

Event description:
During and ablation procedure, the temperature was not displayed on the screen. The procedure was abandoned and rescheduled. There were no adverse consequences to the patient.